Event description:
The customer reported that the fluoroscopy images were wrong. The images were distorted and unusable for diagnostic purposes. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was reseated. The system was then found to be operating as intended.